Manufacturer narrative:
This supplemental report is being submitted to correct the g3 dates for both the initial and supplemental report #1. Initial MDR correct aware date (g3) should have been 27jan2025. The correct aware date for the supplemental report #1 was should have been 25feb2025.

Event description:
It was observed that during a therapeutic procedure, the single use injector tried to inject xylocaine topically in the case, it did not come out. The product was replaced with a similar product and the procedure was completed. There were no reports of patient harm.

Event description:
It was observed that during a therapeutic procedure, the single use injector tried to inject xylocaine topically in the case, it did not come out. The product was replaced with a similar product and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide a correction to previously submitted report: corrected fields: a2, a4, a5, b3, b5, b6, b7, d5, e1 g2, g3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that the phenomenon ¿when actually tried to inject xylocaine topically in the case, it did not come out.¿ occurred due to the compressive bucking on the needle tube. The compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. It was likely that the friction between the outer tube and the needle increased by the following factors. ·the needle extended/retracted while the tube was coiled in inspection of operation. ·the slider was abruptly pushed. ·angle of the distal end of the endoscope. ·buckling of tubes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use injector exhibited that the xylocaine topically in the case, it did not come out. There was no patient involvement.